Event description:
It was reported to philips the device did not charge energy using internal paddle with surgical operation for valvopathy. The user turned off and turned on the device and was able to shock the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The defibrillator and internal paddle set was evaluated by a philips authorized repair bench. The issue was not reproduced. In consultation with a philips engineer, it was determined the issue was related to fco86100210a. According to fco86100210a, which identifies the heartstart xl+ rotary therapy selector switch may fail resulting in unexpected device behavior, the fse replaced the therapy switch. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device did not charge energy using internal paddle with surgical operation. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.